Manufacturer narrative:
Initial.

Event description:
It was reported that a low glucose alert occurred while using the ilet system, with blood glucose decreasing to 67 mg/dl and later fluctuating between 96 mg/dl and 77 mg/dl; the user treated the event with a peanut butter sandwich, milk, and apple juice, and the cause was unclear. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral carbohydrates. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.